Event description:
During a follow up this device was interrogated and a message popped up that stated: device is in eri. Measurements indicate an issue other than battery depletion. Perform memory dump. On (B)(6) 2018 the battery status was approximately 80 percent and the home monitoring status on (B)(6) 2018 showed approximately 75 percent battery longevity and battery status ok.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the device activated the battery status eri as a result of invalid memory content. However, the battery is definitely not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content in a specific area related to the battery data, the pacemaker will -by design- activate the device status eri to avoid an incorrect automatic longevity calculation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from an invalid memory. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. The root cause for the invalid memory content was not determinable based on the data available for an analysis. However, external influences such as strong electromagnetic fields could be taken into consideration.